Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced loss of stimulation due to the implantable pulse generator (ipg) being inoperable. The device was explanted, and a new device was implanted. Patient received effective stimulation in targeted area. There were no complications during the procedure. Patient was stable.